Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31367824l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and they encountered charring, small foreign material fibers and damaged electrodes. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. According to pictures provided by the customer; char, thrombus, or clot residues were observed at the bottom of the dome in the transition between the dome and the first ring; however, during the visual analysis in the lab, no char, thrombus, or clot residues were identified. Then, a microscopic examination was performed, and the irrigation holes were clean, no foreign material were identified. No damage was identified on the electrode; however, the pebax's surface was observed cracked without foreign material inside. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly. No obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31367824l and no internal action related to the complaint was found during the review. The char / thrombus and foreign material, issues reported by the customer were confirmed based on the picture provided by the customer. The potential cause of the issues cannot be established. On the other hand, the electrode issue reported by the customer was not confirmed. Finally, the damage on the pebax's surface identified during the analysis, is an issue unrelated to the event reported by the customer. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to picture provided by the customer where char was observed at the bottom of the dome in the transition between the dome and the first ring investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to picture provided by the customer where clot residues were observed investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115 ) were selected as related to the crack on the pebax's surface, which was identified during the analysis, and is an issue unrelated to the event reported by the customer investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: no problem detected (d14) / component code: electrode (g0201501) and dome (g04046) were selected as related to the investigation analysis where no char, thrombus, or clot residues were identified during analysis investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) / were selected as related to the electrode issue reported by the customer that could not be confirmed during analysis if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and they encountered charring, small foreign material fibers and damaged electrodes. After the procedure, the doctor noticed that the catheter tip looked different. He then looked at it with a macro lens and noticed that there was foreign material in the form of small fibers on the tip and that slight charring was again visible on the plastic ring. There were no patient consequences. Additional information was received indicating the system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. The correct catheter settings were selected on the generator and the pump was switching from low flow to high flow during ablation. The patient was anticoagulated and heparinized normal saline was used. No internal components were exposed. The physician considered the charring to be excessive and estimates the patient risk to be increased, however, the patient has not exhibited any neurological symptoms since the procedure was completed.